Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. The event was reported by the patient. However, physicians contact information has been provided. Initial reporter facility name: (B)(6) hospital and medical center the complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 27, 2019 that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the patient underwent four fractions of radiation treatment starting (B)(6) 2019. According to the complainant, the patient experienced significant pain in the rectum and surrounding area a few hours after the procedure as the pain medications wore off. Five days post procedure the patient noticed a significant amount of blood during ejaculation. On (B)(6) 2019, about three to four drops of blood was noted after urinating and having a bowel movement. The physician prescribed antibiotics, tamsulosin hcl 0.4 milligrams, and azo for ninety days. As of (B)(6) 2019, the patients symptoms gradually improved.